Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. D4: batch # 596c54. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the motor. Additionally, photo was provided and it showed one label of the returned product. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 596c54, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.